Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A quantum¿ maverick¿ was selected to dilate the lesion. However, the shaft of the balloon delivery system was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Event description:
It was further reported that the shaft fractured outside the patient during the preparation.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded. Although it was reported that the device was not used, the presence of blood between the balloon folds is indicative of handling beyond preparation of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination also revealed a complete hypotube separation 84.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the shaft fractured outside the patient during the preparation.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).